Event description:
Information received from the field notes that during the implant procedure, after connecting to the ventricular lead, pauses in pacing were observed. A lead integrity issue was suspected and a new lead was placed. When the new lead was connected to the generator, pauses were again observed with the device in and out of the pocket. No further issues were seen with a new pulse generator. The patient was pacemaker dependent.